Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced fluctuating blood glucose with documented hypoglycemia and hyperglycemia, including a low to 57 mg/dl treated with a small amount of juice and candy and a high to 350 mg/dl lasting several hours, without use of backup therapy, ketone testing, medical intervention, or alarms. Symptoms included hypoglycemia without loss of consciousness or other acute events. Outcomes included the need for additional user training to address management of hypoglycemia and hyperglycemia. Investigation included review of device use and user education, with troubleshooting and education completed and additional training scheduled. Investigation of this case revealed that the device was operating, that oral glucose was used for treatment, and that the event was attributed to user management factors rather than a device malfunction. It was concluded, based on established findings for similar reports, that the cause was user-related treatment that did not sufficiently address hypoglycemia and variable glucose management, warranting further training.